Event description:
The surgeon implanted a single piece silicone lens model aa4204vf in 2006. The lens was removed in 2006 due to the patient may have had a hypersensitivity reaction to the silicone material. This condition consequently created an inflammatory reaction associated with increased intraocular pressure. Laser peripheral iridotomics were created to relieve the increase iop to no avail. The iol was then exchanged with a collamer material which relieved the patient's condition. The reporter stated that the patient's vision is improving after exchanging the iol. Patient's post-op iop is 14 mmg.